Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer reference report number: 3006705815-2020-00120, 3006705815-2020-00121. It was reported there was an infection at the ipg site. The patient was septic and as a result, the patient underwent a full system explant. Following the explant, the patient was treated with oral antibiotics and the issue has since resolved.

Manufacturer narrative:
It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.